Event description:
After a dental procedure, a pt experienced burning in the gum, palate, throat and esophagus. Pt developed severe bleaching pt suspects something was defective or ingested some chemical. Pt's mouth is dry and taste is bad. Salvia is thick almost elastic. Pt concern is the burning in the gum.